Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient infusion set needle break (B)(6) 2025. The insertion site was abdomen. No further information available.